Event description:
Lead explanted due to ra/rv noise. No adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 12.5 cm distal to the is-1 connector pin. The proximal and distal fragments were received for analysis. An extraction aid was found on the distal fragment, the lead was probably cut during the surgery. The analysis showed that the insulation was found abraded through 44.5 cm proximal to the lead tip. In this region the conductor cable leading to the proximal ring electrode of the atrial dipole was found fractured. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant ingrowth of the lead which may have affected the lead's motion should be taken into consideration. Additionally, the insulation was found abraded through 6.5 cm distal to the df-1 connector pin. The abrasion was consistent with exposure to constant friction against the generator housing. The above mentioned insulation damages and conductor fracture are assumed to be the root cause of the reported oversensing. Furthermore, the fixation helix was found bent, which most likely resulted from the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.